Event description:
It was reported that a female patient had bilateral breast implant exchange with meso biomatrix mesh placement for capsular contracture and asymmetry. Approximately 4 months post-operative, the patient had swelling, redness and impending implant extrusion in the left breast. Cultures were taken and results were negative. The breast implant and meso biomatrix were subsequently explanted from the left breast. Approximately, 3 months later, the breast implant was replaced.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, the investigation was limited to review of the clinical information, complaint and manufacturing records. No deviations or non-conformances were identified in the lot history. No complaint or adverse event trends were identified. The available clinical information was insufficient to identify the cause of the adverse events. Therefore, no root cause could be determined.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, the investigation was limited to review of the clinical information, complaint and manufacturing records. No deviations or non-conformances were identified in the lot history. No complaint or adverse event trends were identified. The available clinical information was insufficient to identify the cause of the adverse events. Therefore, no root cause could be determined.

Event description:
It was reported that a female patient had bilateral breast implant exchange with meso biomatrix mesh placement for capsular contracture and asymmetry. Approximately 4 months post-operative, the patient had swelling, redness and impending implant extrusion in the left breast. Cultures were taken and results were negative. The breast implant and meso biomatrix were subsequently explanted from the left breast. Approximately, 3 months later, the breast implant was replaced.